Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectstat computer was replaced. The system was tested and found to be working as intended. And put back into service.

Event description:
The customer reported that the system was giving a "cd verify" error after trying to burn a cd from the system and when exams were written to cd, data was missing. No pt injury was reported.